Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx was implanted from the first right lateral to the 2nd right posterior lateral. Inflation was attempted to be performed using the stent balloon and an event inflation device with nominal balloon pressure applied 2-3 times. Since the inflation of the balloon was not performed properly in the second or third time by angiography. The inflation device was replaced with another product of the same model. When the inflation was attempted to be performed, there was no issue. Thereafter a euphora device was used at the inferior septal, kissing balloon technique (kbt) was needed to be performed at the first right lateral using the stent balloon. Then when the stent balloon was inflated again with the reported inflation device, it reached 10 atm. Despite reaching only 10 atm it was stated that the stent was inflated sufficiently. It was reported that there was a concern whether the pressure was applied to the balloon or not, and thus the report was submitted. It was considered that there was possibility an issue with the hub part of the resolute onyx which was connected to the inflation device. For the everest device it was reported that no damage was noted to the packaging, the device was removed from the packaging per the IFU. The device was inspected with no issues. The device was prepped per the IFU. It was reported that contrast agent leaked from the connector portion of the three-way stopcock and the combined device, and inflation was not able to be performed successfully. No patient injury is reported.

Manufacturer narrative:
Correction: an everest inflation device was being used. Device was returned on 2019-05-21. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: one everest inflation device returned, lot#: 51031605 matching details in the complaint file. There was green contrast agent evident inside the syringe barrel. No visible damage to the syringe body, manometer housing or tube joints. The three-way stopcock was not returned. The gauge needle of the returned device was 0 atm. The complaint resolute onyx device could not be inflated due to the presence of dried contrast media in the balloon. Instead, the everest device was tested with an in-house resolute onyx device. The device was pressurized to 12 atm and the balloon inflated with no issue. No leak was detected. The everest was then tested with an in-house three-way stopcock. The stopcock connected and disconnected to the everest device with no issues. There was no leaking from the stopcock or device when the connected and pressurized. If information is provided in the future, a supplemental report will be issued.